Event description:
It was reported that the patient presented in clinic for a routine follow up. Analysis of the transmission showed that the noise amplitudes were around <2mv to >12mv while the r wave sensing has been stable around 4.2-4.7mv. Episodes from the transmission show that the noise being oversensed and causing high ventricular rate (hvr) episode and noise reversion being recorded. Pacing inhibition was noted in hvrs episode. Programming changes were made and the patient continued to be monitored. The patient was stable throughout.